Event description:
Event description cpi received information that a patient with this implantable cardioverter defibrillator (ICD) experienced oversensing and inappropriate therapy. Pacing was intermittently inhibited and noise was noted on the ventricular electrograms. An invasive procedure was performed and no lead or device problems were noted. The device sensitivity was reprogrammed (made less sensitive) and no further oversensing episodes have been reported.